Manufacturer narrative:
(B)(4).. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, mildly tortuous, 80% diffused diseased, mid left anterior descending artery (lad) the vessel was serially pre-dilatated with a 1.5 x 12 mm, and 2.0 x 12 mm mini trek balloon dilatation catheters (bdcs) at 8 atmosphere (atm). The 2.75 x 33 mm xience prime ll stent was deployed at 10 atm, however, while removing the stent delivery system (sds) angiography revealed a distal end dissection. A 2.75 x 12 mm xience v stent was used as treatment with a good timi iii flow result and no residual stenosis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.